Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d4 catalog number updated.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 67-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d. The patient¿s comorbidities were unknown. An impella cp was initially placed for ami; because mixed venous oxygen saturation (svo2) remained low and lactate did not improve, support was escalated to an impella 5.5 the following day. At the beginning of the following week, after extubation and initiation of awakening, the right upper limb was noted to be immobile. MRI confirmed findings consistent with cerebral infarction of unknown onset time. There had been several hours of heparin-free time during the 5.5 insertion. Medication was administered per the treating team for post-stroke care and supportive management (details not provided). The patient is able to communicate but is unable to ambulate and therefore requires transfer to a rehabilitation hospital. The patient survived to explant. The reported stroke requiring medication is consistent with the patient¿s underlying critical illness, cardiogenic shock physiology, and cerebrovascular vulnerability, and may be influenced by factors such as heparin-free intervals, systemic instability, and the risk profile associated with ami/cgs.